Event description:
The patient (age and gender unk) had a vaxcel chest port implanted during a therapeutic procedure performed in 2006. About 11 months ealier during another patient procedure it was found that the catheter had fractured and a portion of the catheter had migrated into the right atrium of the patient's heart. The complainant reported that the physician obtained a snare and successfully removed the migrated portion of the catheter. The port was explanted from the patient (date of explant unk). There was no indication from the complainant of any adverse affect on the patient as result of the reported problem.